Manufacturer narrative:
Patient weight: unknown/ asked but not available. Ethnicity/race: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the za9003 intraocular lens was fully inserted. Surgeon saw lens was cracked. Za9003 lens was removed and replaced with another za9003 lens of same diopter. It was stated that the damaged lens was cut and removed. Patient status was unknown. No other information was provided.